Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ valve leak and/or damage/deflation: observed delamination of diaphragm valve assessed as adhesive failure. ¿ flipping: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "upside down and appear to be leaking from around the valve", and "areas of scattered fibroglandular density". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "upside down and appear to be leaking from around the valve", and "areas of scattered fibroglandular density". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "leaking from around the valve". Clarification to partial implant date d6a: 2002 was provided.